Event description:
The customer reported the blade washer shower leaked fluid involving the synchron lx20 pro system. The fluid was on the racks, sample wheel, and tubes. The customer recently replaced the blade and wick but did not resolve the fluid leak. The customer indicated the instrument was in normal operation mode. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat during the event. Patient results were not impacted. The customer did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. The customer has a risk management plan at the facility. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) verified the fluid leak and removed tube #303 and cleared an occlusion from within the elbow fitting attached to the waste shuttle to resolve the issue. The instrument conformed to the manufacturer's published performance specification. (B)(4).